Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was identified due to a tear in the seal of an intravia container. The leak was identified after compounding of bupivacaine. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included fluid pressure testing and a leak was confirmed from the opening in the hanging part of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted.